Event description:
A taxus stent was placed in the patient. The patient was cardioverted. The patient started having acute myocardial infarction,ami with elevation. The patient was taken back to the cath lab.the patient was found to have a total occlusion of the right coronary artery. The artery was predilated and timi 1 flow was noted in the distal right coronary artery.